Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side deflation. Patient additionally reported "sharp pain, feels like needles picking at me, huge knot at the bottom and going into the armpit," and "felt cold in my chest." Device remains implanted.